Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer stated that the numbers are ramping up and down with no input from the user. Customer's blood glucose reading was 500 mg/dl. Product is being replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. The pump was received with minor scratches on the lcd window, a cracked case at the reservoir tube window corners and cracked battery tube threads.